Manufacturer narrative:
(B)(6). Subject device was returned for evaluation. Visual inspection identified the presence of skiving, flute wear and biomaterial (bone fragments) within shaft of the instrument. This is an indication that the device had been used on a patient. Etchings were missing, confirming the failure mode. Missing etchings could have been caused by incidental contact with a hard surface such as bone. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot. Per results of the investigation, there is ¿insufficient information to determine a root cause¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament (acl) reconstruction procedure utilizing the endoscopic cannulated drill bit 4.5 sterile, it was reported that the etching missing and/or faded on a portion of the drill bit. It was reported that a backup device was available. (B)(4).